Event description:
It was reported that the patient was hypersensitive to stimulation following the implant of a stage 1 trial system. The amplitude of the system was reduced to 1 volt and all electrode combinations were tried. It was noted that the patient immediately felt the stimulation once the device was turned on. The patient stated that the 1 volt settings initially felt fine, but later in the day she felt "pins and needles" in her bladder and then it felt like "her vagina was being pulled out of her". Additional information reported that the entire system was explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model: unk, lot#: unk, implanted: unk, explanted: unk. (B)(4).